Event description:
It was reported that the bd alaris pump module smartsite infusion set had leakage. The following information was provided by the initial reporter: tubing was reported to be leaking at the end of the tubing before the connection site. Staff communicated that the connections were secure- leakage was from the tubing. Additional information received from the customer: describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No pt harm, complication or negative outcome. What medication was being administered and leaked. Was this a chemotherapy drug? Oxaliplatin, yes, it¿s chemo.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model 2420-0007 lot number 25065460 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.